Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2014. The patient stated that she is on insulin pump therapy and it is not known if the patient made any changes to her usual diabetes management regimen due to the alleged issue. The patient claimed she developed symptoms of ¿vomiting, dehydration and high blood sugar¿ as soon as the alleged issue began. In response to her symptoms, the patient reported increasing her dose of novolog insulin (dose unspecified) and lanus insulin to 22 units between (B)(6) 2014. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product. The csr confirmed that the correct test strips were being used and that the patient was unable to turn the meter on manually through pressing the power button or when a test strip was inserted. The csr documented that the batteries needed replacing and that the meter turned on after new batteries were installed. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.